Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 01/29/2015 with the following findings: power on reset events were observed in the black box on 11/21/2014. Due to internal moisture contamination, the pump powered on with a blank display. The pump alarmed within three minutes with the audible and vibratory alert feature functioning appropriately. The battery cap height and width measurements were within specification. The battery cap secured tightly to the pump with no power loss was observed. The battery compartment was found to be cracked in the thread area. There was evidence of moisture contamination found inside the battery compartment and on the underside of battery cap. The remaining steps were unable to be completed due to internal moisture damage and the blank display screen. A leak test revealed that the battery compartment was leaking at the crack. The pump case was removed and there was evidence of moisture contamination inside the pump, on the display flex cable and the connector. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. The battery compartment reportedly was cracked and there was moisture and corrosion in it. There was no indication of damage to the battery cap and the last time it was replaced was approximately 4 to 6 months ago. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.